Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appeared intact. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locks in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appeared intact with no evidence of damage. Multiple kinks were observed on the inner member distal to the spindle hub. On full retraction of the capsule, the actuator components separated. A hairline crack was observed on both tab 3 and tab 4 of the male actuator component at the point where the tab protrudes from the actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. An image was received from the account confirming the actuator (deployment knob) separation. The dcs was returned to medtronic for analysis. Multiple kinks were observed on the inner member shaft of the dcs. The description of the event does not indicate that this inner member shaft break occurred during the reported event. Inner member shaft damage has historically been seen on device returns when the valve has been removed from the capsule at the back table after the system has been removed from the patient, and without the stylet in place to support the shaft. The device was received with the actuator components connected, however, on full retraction of the capsule the actuator components separated. Both snap fit tabs on the actuator components were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) package was opened, it was reported it was in two pieces. The two parts could be pushed together; however, it was determined to use a different dcs for the implant procedure. No adverse patient effects were reported.